Event description:
The manufacturer received information alleging a CPAP device's sound abatement foam became degraded and caused serious problems breathing, multiple lung infections, panic attacks and mental illness. The patient has alleged to seeing large amounts of black dust coming out of the hose. The patient did report to receive medical intervention and saw a physician and was treated with antibiotics and antifungal medications. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.